Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was customer discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that with the report of dissecting tool breakage. It was also noted that micro-grinding drill bit, used to grind the bottom of the saddle during transnasal saddle area surgery. The surgery suspended and waited for other drill bit no patient impact reported. The procedure was completed with the backup product. On additional follow up the procedure was pituitary tumor surgery through trans nasal sphenoidal approach and three tools were involved in the event. It was also reported that there was no patient impact associated with this event. There were no fragments left inside the patient and there was no delay in procedure as a result of the event.